Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during priming. The customer's blood glucose was unknown at the time of the incident. The customer reported that the pump isn't working and not delivering insulin. The customer stated the insulin did not exit and pump alarmed no delivery during fixed prime. It was determined that the pump will be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.